Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2012, explanted: (B)(4) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s pain stimulator was removed because it didn¿t work. A manufacturer representative (rep) came to check the device with the machine and reviewed that a wire broke. Everything was removed, including the leads, by a surgeon at where the patient thought was the (B)(6) center (B)(6) -2014. The issue began in 2012, within three to four months of having the device installed. No further complications were anticipated. Additional information received from a healthcare professional reported that the patient's weight was (B)(6) 2014.